Manufacturer narrative:
(B)(4). Date sent: 10/31/2023 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). Guy's and st thomas' nhs foundation trust sex: female age (at time of consent): 68 years start date: (B)(6) 2023. Alert date: 23- oct- 2023. Country of event: ous model: lxm13 device lot number: 24479 date of surgery: (B)(6) 2022. Adverse event term: dysphagia severity: mild relationship to study device: possible relationship to primary study procedure: possible intervention/treatment: dilation performed: yes indicate type of dilation? Pneumatic date of dilation: 23 oct 2023 drug therapy: yes outcome: recovering/resolving this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6). Experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. Additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no => n/a.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. Additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no => yes updated log line 1. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes => n/a. Updated log line 1. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : n/a => no. Updated log line 1: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a. Updated log line 1: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a. Updated log line 1: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a. Event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : n/a => no.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. Additional information received: start date: (B)(6) 2024. Alert date: (B)(6) 2025. Country of event: ous. Model: lxm13. Device lot number: 24479. Date of surgery: (B)(6)2022. Adverse event term: dysphagia. Patient details. Patient identifier: (B)(6) site country name: united kingdom. Sex: female. Age (at time of consent): 68 years. Additional event details site awareness date: (B)(6) 2024. End date: blank. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2024. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovering/resolving. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No. Updated log line: 2. Updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank - index.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. Additional information: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? No.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2025. Additional information: updated log line: 1. Updated: outcome: recovering/resolving: not recovered/not resolved. Severity: mild: moderate. Updated log line: 2. Updated: outcome: recovering/resolving: not recovered/not resolved. Severity: mild: moderate. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? No, n/a.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2025. Additional information: updated log line: 1. Updated awareness date: 11 sep 2023 = 15 oct 2023. Updated log line: 2. Updated awareness date: 02 dec 2024 = 02 feb 2025.